Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed (B)(6) 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site. On (B)(6) 2015 the patient underwent a wound debridement procedure and the site was irrigated. A rotational flap was used to close the site. The implanted device remains.